Event description:
It was mentioned to a depuy mitek employee (domestic agent) that a pt had a reaction to a minilok absorbable anchor that was implant in the thumb. No other info has been provide at this time.